Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device failed to discharge and the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device code). Device evaluation: zoll united kingdom evaluated the device and the device performed to specification. Review of the clinical file indicated the device detected motion artifact (CPR) and determined the criteria was not met resulting in no shock advised. CPR should be ceased with no individuals touching the patient or therapy pads during the analysis period. CPR being performed during the analysis period will cause high amplitude artifact, which eclipses the underlying rhythm and may interfere with the analysis results. This claim has been closed as device meets specification. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.